Manufacturer narrative:
(B)(4). Despite efforts no additional information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered shock therapy to the patient. Episode data was requested by the following clinic at which time it was noted the ICD had recorded low out-of-range pace impedance measurements for the associated unknown right ventricular (rv) lead for several months. Upon review of the event data it was also found that the device had exhausted therapy in attempting to convert the patient's arrhythmia though there was no sign of inappropriate therapy. No adverse patient effects were reported. This system remains in service.